Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Analysis confirmed the low battery voltage. When powered by an external supply, the system current drain was nominal; the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. A li-plating breach was found along the top edge of the anode separator enclosure in segment 2, adjacent to the exposed cathode tab. Plated-li extended from the breach opening and touched cathode tab. Based on this analysis, premature battery depletion was the result of an internal short from the li-plating breaching the anode separator and making contact with the cathode tab.

Event description:
It was reported that the device was returned to the manufacturer after being explanted with no stated indication of a product performance issue. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.